Manufacturer narrative:
All available information was investigated, and the reported leaking sgc hemostasis valve was confirmed via returned device analysis. Additionally, a tear was observed in the sgc hemostasis valve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported torn sgc hemostasis valve was unable to be determined. The reported leaking sgc hemostasis valve appears to be related to the observed torn sgc hemostasis valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior mitral leaflet (pml). The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the first clip delivery system (cds) from the guide, air was noticed in the sgc guide hemostasis valve/flush port. Aspiration was performed, but the issue occurred again. After several unsuccessful attempts, the sgc was removed and replaced. The procedure was successfully completed with 2 clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.